Event description:
Epi-lasik surgery. Current problems: loss of contrast, halos, glare, starbursts. Feels like a nightmare. Very unsatisfied with the outcome and current vision. Surgery was done at eye clinic. Surgeon: dr.